Event description:
A customer reported experiencing a past event of high blood glucose, with levels reported to be over 600 mg/dl. There was no incapacitation, and the customer received normal assistance from a third party, but no additional third-party intervention was required. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.